Event description:
The patient reported the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in her left eye (os) on (B)(6) 2011. The lens was repositioned on (B)(6) 2011 due to temporal haptic elevated with iris chafe. The icl remains implanted. The patient's post-op va was 20/20.

Manufacturer narrative:
Medical review. Medical review - review of this file indicates that the temporal haptic of the icl was elevated causing chaffing of the posterior iris. The lens was repositioned which resolved the problem. The most likely cause of this problem is either a ciliary body cyst in the area where the haptic was positioned, or the haptic itself was folded up on itself, and unfolded during repositioning. Based on the complaint history, work order search and medical review, the most likely cause of this problem is either a ciliary body cyst in the area where the haptic was positioned, or the haptic itself was folded upon itself, and unfolded during repositioning. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens remains implanted.